Manufacturer narrative:
As reported, the white tamper tube of a 5f mynxgrip vascular closure device (vcd) was not deployed when the tech shuttled down and brought the 5f non-cordis sheath back. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The deployer was mynx certified. The femoral vessel¿s suitability was verified on angiography. The vessel was arterial and it's diameter was at least 5 mm. The user did not shuttle down completely, which prevented release of the tamper tube. There was no inability or resistance felt by the user while advancing the shuttle. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 5f non-cordis catheter sheath introducer was returned, but it was not inserted on the device. The sealant was not returned for this evaluation, and the advancer tube was observed in its manufactured position. The sealant sleeve was found fully retracted, while the balloon showed no abnormal condition as received. Additionally, the distal portion of the shuttle tube was not returned and appeared to have been manually removed from the unit. The inflation/deflation functional test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The deployment mechanism was evaluated by disengaging the shuttle from the handle and re-engaging it in accordance with the device instructions for use (IFU). This action resulted in appropriate advancement of the advancer tube, consistent with the intended design of the device. A high-magnification microscopic evaluation was performed to assess the separation interface at the distal portion of the shuttle tube. During this analysis, superficial scratches were observed near the evaluated area, which may indicate contact with sharp external elements. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment of the advancer tube since it was still in its manufactured position. However, a condition of ¿catheter-catheter detachment¿ was noted during analysis of the complaint device since the distal end of the shuttle was separated from the unit. However, the exact cause of the issue experienced and the received condition could not be conclusively determined during analysis. Based on the information available for review and product analyses, user-related factors (user error) likely contributed to the failure to deploy the advancer tube experienced since it was reported that the user did not shuttle down completely, and there were no anomalies noted to the advancer tube deployment during functional analysis. Regarding the observed condition of the separated portion of the shuttle cartridge, which was not reported by the customer, handling factors most likely contributed to the damage observed, as evidenced by superficial scratches observed near the separated area. Scratch marks are consistent with contact from a sharp object or external mechanical force. Since it was reported that resistance was not experienced during the shuttle-down step, it is unknown if the damage occurred during sealant deployment and possibly contributed to the reported issue, or if the damage occurred due to manipulations after the procedure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the reported failure and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the white tamper tube of a 5f mynxgrip vascular closure device (vcd) was not deployed when the tech shuttled down and brought the 5f non-cordis sheath back. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The return kit has been ordered and tracking information will be provided once the device is shipped. The deployer was mynx certified. The femoral vessel¿s suitability was verified on angiography. The vessel was arterial and it's diameter was at least 5 mm. The user did not shuttle down completely, which prevented release of the tamper tube. There was no inability or resistance felt by the user while advancing the shuttle. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.